Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a cancer patient on (B) (6), 2010. According to the complainant, the patient had previously received an esophagectomy procedure outside of the united states (the exact date is unknown). The patient has received radiation and chemotherapy; however the cancer has metastasized to the patient¿s lungs and bones. The patient currently has a jejunal feeding tube in place.during an esophagogastroduodenoscopy procedure on (B) (6), 2010, the stent was successfully implanted within the stricture site under the aid of fluoroscopy. The patient¿s anatomy was tortuous, as a result of the patient¿s previous esophagectomy. As the patient was coming out of anesthesia; his level of saturated oxygen in the blood dropped and he began coughing and retching up stomach contents. The patient aspirated stomach material into his lungs. The patient was still being monitored under fluoroscopy, and it was noticed that the stent had moved proximally. The physician contributed the stent movement to the retching and upheaval of stomach contents. The physician immediately removed the stent without issue, to stop the patient from aspirating. The physician is not planning on placing another stent. The patient was then hospitalized, in order to be monitored in the ICU. The patient was placed on a ventilator, and currently remains on the ventilator. As of (B) (6), 2010, the patient has gone into septic shock, and comfort measures are being provided.

Manufacturer narrative:
(Patient hospitalized; medical intervention required).(stent moved; stent explanted).the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.